Manufacturer narrative:
This event is considered an off label use of the device. The device is intended to be used for electrosurgical cutting, coagulation, and ablation of soft tissue during open surgical procedures. Contacted facility several times on phone and via email to obtain the date of event, no date was given.

Event description:
Patient developed a forehead rash following a dermal resurfacing procedure.